Manufacturer narrative:
Customer reported that a pyxis anesthesia es system experienced a mechanical jam that prevented user access to medication. The customer reported successfully retrieving the required medication from another station. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. There was no reported patient or user harm. This event is recorded in complaint number: (B)(4). A field service engineer evaluated the device and removed medication obstructing the drawer from opening. Device was tested and determined operational.

Event description:
Customer reported that a pyxis anesthesia es system experienced a mechanical jam that prevented user access to medication. The customer reported successfully retrieving the required medication from another station. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. There was no reported patient or user harm.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-jan-2021 to 06-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer could not open due to the medication being jammed. A field service engineer unlocked and released drawer, clear med that was obstructing drawer from opening. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system matrix drawer was jammed from medication that customer cannot remove. The customer successfully retrieved the required medication from another station. The customer added this malfunction caused a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this event.